Event description:
It was reported that the cartridge was leaking from the patient line and the o-ring. Customer's blood glucose was greater than 400 mg/dl. Customer continued to use the pump for insulin therapy. No additional information was provided. Customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.